Event description:
A 32 yr old female nurse was performing a routine shift check of the unit and received an unintended delivery of energy. The unit was set at 200j. The energy caused her to be "thrown back into wall". The complainant indicated that the nurse was using her fingers to discharge the unit instead of her thumbs, and her thumbs were touching the paddle discharge surface. The nurse complained of upper chest pain at the onset, and the tingling in both hands and feet. The nurse was given medication and monitored for several hours. The facility's staff determined she was fine and she was released. There were no lasting effects on the nurse. The complainant indicated to co that they are aware that the operator guide contains detailed instructions for performing self test on the unit.